Manufacturer narrative:
Internal complaint reference case (B)(4). (B)(6). Innes, m. E., umraw, n., fish, j. S., gomez, m., & cartotto, r. C. (2001). The use of silver coated dressings on donor site wounds: a prospective, controlled matched pair study. Burns, 27(6), 621-627. Doi: 10.1016/s0305-4179(01)00015-8.

Event description:
On the literature article named "the use of silver coated dressings on donor site wounds: a prospective, controlled matched pair study", the authors of the study reported that, during donor sites wound treatment with acticoat, one patient had a wound swab on day 9 after treatment started, that showed heavy growth of staphylococcus aureas, heavy growth of beta-hemolytic group a streptococci, and medium growth of beta-hemolytic group b streptococci. Due to this patient received antibiotic treatment, however the patient had no signs of clinical infection. Additional information is unknown.

Manufacturer narrative:
H3, h6: as no lot number was provided it was not possible to carry out a device history review a documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient experienced a heavy growth of staphylococcus. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.